Event description:
During an unknown procedure the surgeon was using an er320 and three clips did not form properly. It is not known if a new er320 was needed to complete the case. There is other information available. There was no adverse patient outcome.